Manufacturer narrative:
Supplemental created to update country in field e1. From: united states virgin islands. To: united states.

Event description:
Supplemental created to update country in field e1. This report is number one of two MDR¿s that was submitted for this event. Two 3500a forms were submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd (B)(4).

Manufacturer narrative:
The investigation determined that a lower and higher than expected vitros intact pth (ipth) results were obtained when non-vitros biorad quality control (qc) fluids were processed using vitros ipth reagent lot 1605 and lot 1621 when tested on a vitros xt7600 integrated system. A definitive assignable cause could not be determined. However, a vitros ipth performance issue cannot be completely ruled out as contributing to the event as acceptable results were obtained from the same qc fluids using an alternate lot of vitros ipth. An instrument related performance issue did not likely contribute to the event as the customer gave no indication of any instrument malfunction and acceptable results were obtained using alternate vitros ipth reagent lots without performing any actions to the vitros xt7600 integrated system. Ortho has initiated an investigation for lower than expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. Email address for contact office above is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower and higher than expected vitros intact pth (ipth) results were obtained when non-vitros biorad quality control (qc) fluids were processed using vitros ipth reagent lot 1605 and lot 1621 when tested on a vitros xt7600 integrated system. Vitros ipth reagent lot 1605: biorad level 2 lot 64950 result of 321.7 pg/ml versus the expected result of 246.5 pg/ml vitros ipth reagent lot 1621: biorad level 1 lot 64950 results of 20.25, 20.11, 19.47, 19.43, 18.59, 19.30, 18.89, 19.08, 19.62, 19.43, 19.69, 19.57 and 19.98 pg/ml versus the expected result of 31.9 pg/ml biorad level 2 lot 64950 results of 168.0, 167.2, 168.5, 168.9, 170.6, 171.5, 171.4, 169.0, 170.2, 167.1, 168.0 and 170.4 pg/ml versus the expected result of 246.5 pg/ml biorad level 3 lot 64950 results of 420.6, 426.8, 415.5, 428.0, 429.6, 451.3, 410.3, 401.7, 413.6, 415.9 and 409.9 pg/ml versus the expected result of 655.5 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower and higher than expected vitros ipth results obtained were not reported outside of the laboratory and there was no reported allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).